Event description:
It was reported that during a hemiorrhoidectomy procedure, there was no sound of firing after it was fired. When it was removed, it was found that the staples were malformed. Also there was bleeding from the anastomosed part, so it was stitched by suture. The pt is hospitalized in stable condition. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.